Event description:
The facility states that an intraocular lens model number aq2033v was damaged as it was being implanted into the pt's eye. The surgeon enlarged the incision to remove the lens and applied sutures. It is unknown what caused the damge to the lens.